Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 3.5x15mm xience prime stent was implanted the proximal left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, the patient was hospitalized for angina. Reportedly, re-stenosis was within 5mm of the xience prime stent. Another percutaneous intervention as performed, placing an unspecified stent in the proximal lad with good results. On (B)(6) 2016, the event resolved without sequela and the patient was discharged home. There was no additional information provided.